Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's power supply was faulty. No report of pt injury.